Event description:
It was reported that a patient underwent unspecified spinal procedure at the approximate levels of c5-c7 on (B)(6) 2014. On (B)(6) 2015, the patient presented with symptoms of discomfort and an x-ray revealed that one of the 4 screws used was backed out completely. The patient was then transferred to another facility for further inspection since damage of esophagus and/or respiratory tract was suspected. Revision was performed at midnight. During the revision, the locking mechanism of the plate located on the backed out screw was found to be broken and the fragment of the locking mechanism was missing. Damage of esophagus was observed. The fragment of the locking mechanism could not be found. The damage was then sutured with seven stitches. The plate and other screws were also removed. No respiratory tract damage was observed.

Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # 8799147, 510k # k994239 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Product analysis : visual and optical examination of the plated discovered one of the anti-migration cap tabs have been broken off away from the plate. The broken off portion of the tab is missing and not returned for analysis. The direction of plastic deformation of the tab (upward, away from the plate) is consistent with implant back-out. Dimensional inspection confirms material thickness to be within print specification. Microscopic examination identified some indication of beach marks on a portion of the fracture surface, which provide some evidence of low cycle fatigue. Some evidence of vertical striations noted on the fracture surface suggest the direction of material movement. Conclusion: witness marks and plastic deformation noted on both the anti-migration cap and bone screw are consistent with bone screw back-out resulting in subsequent overload of the anti-migration cap. Dimensional inspection confirms material thickness of the broken anti-migration cap to be within print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components; unable to determine specific root cause of the foregoing event from the available information.